Event description:
While servicing the device, the philips authorized service personnel (asp) determined that the battery pca had a bad connector cable and the pins were bent. There was no reported patient or user involvement and no adverse patient/user impact.